Manufacturer narrative:
Manufacturer's report date 3/12/1998 reported air in line incident involved model 561 pump and excel container mfg by pharmacia. Nine unused samples were received. All of the bags were semi-rigid construction. Two samples were set up for infusion with flow sensors on pump. One sample had vent open, and one sample had vent closed. (The account reported infusion with vent closed). When bag emptied, both pumps alarmed "bottle clamp". It was noted that fluid remained in the drip chamber and tubing, and no air bubbles were present. Co could not duplicate the reported incident with the returned samples. It is suspected that incident issue may have resulted from infusion with the vent in closed position. Rigid portion of container will prevent proper collapsing of bag with vent closed and could introduce air into fluid path. Additional info from user facility determined that incident was related to container construction and not instrument.

Event description:
It was reported that after " a couple of incident" it was noted that on occasion when a manufacturer's pvc-free bag had emptied air could enter the tubing below the drop sensor and drip chamber. There was no resultant patient complication.